Manufacturer narrative:
(B)(4). The user facility¿s biomedical engineer (biomed) checked the voltage and found the +5 volts direct current (vdc) was at +4.75 vdc. He adjusted it to +5.08 vdc and then powered the system up numerous times with no erratic display. No part will be returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, when the system-1 was powered on this morning, the central control monitor (ccm) was displaying "funky" stuff. As a result, an alternate system-1 was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.